Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with chipped top case on the corners and contamination around plunger flippers. Event log history was performed and indicated that supercap post and check syringe plunger sensor were recorded in history. During analysis the supercap post error was not duplicated at power up. It was noted that the main board was not operating as intended. Service replaced the main board as a preventive measure, performed power up process, occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited super cap post error and one of the syringe flanges was always reading false. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.